Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence. The patient had experienced vaginal wall erosion, pain, and dyspareunia. The mesh was removed on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.